Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device failed link electronic module (lem) printed circuit board (pcb) testing; it was found that the analyzer would not initialize with the device, indicating a communication malfunction. The input/output of the device was also thought to not be operating as designed. It was also noted that the tabs on the power cord bay door were broken. The device is to be saved for storage due to a lack of available replacement parts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.